Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. A 4.00 x 32 synergy drug-eluting stent was selected for use. However, upon advancing the device into the touhy, the proximal end of the stent were crinkled and smashed. The procedure was completed with different device. No patient complications were reported and the patient's status was fine.